Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
An event involved the chemoclave bag spike with additive port. It was reported that the device was sent to the nursing floor with the line and bag assembled, but the drug was not being pulled from the bag. There was patient involvement, but no patient harm occurred. However, there was a delay in patient care and therapy.